Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a caregiver (cg) noticed that there were air bubbles in the patient line during troubleshooting for an unrelated alarm on the homechoice (hc) during the first fill cycle. The technical services representative advised the cg that the patient must end therapy and start over with all new supplies on the hc. There was nothing found during troubleshooting that would cause or contribute to the air. There was no serious injury or medical intervention reported.